Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced sustained high blood glucose for more than 24 hours despite meal announcements, a recent infusion set change, and later transitioned to subcutaneous insulin injections after disconnecting from the pump as instructed. Symptoms included no reported clinical symptoms beyond hyperglycemia. Outcomes included self-management at home without outside assistance or medical intervention, and continued monitoring was advised. Investigation included troubleshooting and education on sensor calibration, infusion set management, and guidance to replace the infusion set if hyperglycemia persisted after reconnecting. Investigation of this case revealed hyperglycemia of unclear cause with suspected infusion site or delivery issues not confirmed, and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.